Manufacturer narrative:
This report is being filed to provide additional information. One year of service history was reviewed and there was a similar report of anincorrect data entry error with an incident date of (B)(6) 2017 (reported on MDR 1722028-2017-00413). Root cause: the root cause was the adjustment of the screw that activated the lock on the ivpole.

Manufacturer narrative:
(B)(4). Maintenance review investigation: a terumo bct technician checked out the machine at the customer site and was able to duplicate the reported condition. Upon visual inspection, it was noted that the IV pole would not stay in the up position. It was also noted that the screw on the left side panel that activated the lock on the IV pole needed an adjustment. The technician adjusted the screw located on the left hand panel that activated the IV pole lock so that the IV pole would lock into place. An internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to address IV pole falls. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima machine would not stay in the up position. Per the customer, no injuries occurred to the operators or donors for this incident. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.